Event description:
It was reported that the pt experienced a minimal fracture of the femoral neck bone on the same day of implantation. The surgeon treated the condition as protected weight bearing. No revision surgery occurred.